Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain, fever, cloudy effluent and feeling "poorly". The cause was not reported. On the same day as the event onset, the patient was hospitalized and was treated with unspecified antibiotics (intraperitoneal) for peritonitis. The cloudy effluent resolved in a few days. Sixteen days after the event onset, antibiotic treatment was discontinued, the patient was discharged from being hospitalized and was recovered from peritonitis. Pd therapy was ongoing. No additional information is available.